Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the date of placement in ada site 25, a failure occurred upon insertion. Primary stability was not obtained. Patient presented with type ii bone. Insufficient bone quality was noted and a bone graft was placed. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the date of placement in ada site 25, a failure occurred upon insertion. Primary stability was not obtained. Patient presented with type ii bone. Insufficient bone quality was noted and a bone graft was placed. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.